Manufacturer narrative:
Na.

Event description:
The customer initially complained of sporadic qc results for multiple tests whenever they would perform qc testing on multiple tests at once. When qc is repeated on tests individually, the qc results would be fine. The customer later provided a gluc3 glucose hk gen.3 result for 1 patient tested on a cobas 6000 c (501) module that was a reportable malfunction. The initial gluc3 result was 15 mg/dl. The same patient sample was tested on another analyzer and a gluc3 result of 89 mg/dl was obtained. The erroneous result was not reported outside of the laboratory. The result from the other analyzer was deemed to be correct. There was no adverse event. The gluc3 reagent lot was 31773701 with an expiration date of 31-may-2019. The customers qc results on the day of the event were acceptable. Calibration and analyzer alarm history gave no indication of an issue. The field engineering specialist found an issue with the deionized water system as the analyzer's water tank was empty. He also found that the solenoid valves involved with detergent dispensing had malfunctioned. He replaced the solenoid valves. He ran an instrument check with acceptable results. The customer performed calibration and qc testing with acceptable results. The issue was resolved by the service activities performed. There have been no further issues following the service visit.